Event description:
It was reported that the patient recently had a pretty big seizure and the physician was questioning how much battery life is left. A very rough battery life calculation was performed which resulted in over 3 years remaining on the device. It is unknown if this was an actual increase or not. Clinic notes indicated that the patient had another seizure a few days later where everything look "fuzzy" and her "body felt weak", but the episode was aborted with the magnet. Attempts for further information have been unsuccessful to date.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2012. Follow-up with the physician indicates that the increase in seizures began in (B)(6) 2011, was believed to be due to the battery nearing end of service, and the increase was not above pre-vns baseline levels. The patient is doing better since surgery and seizure control has improved. Attempts for product return have been unsuccessful to date.